Event description:
The user facility reported a leak originated at a fitting between the system 1e uv light housing and the hose causing water to go into a hallway, and several adjacent rooms. The user facility personnel turned off the water supply. No injuries, procedural delays.

Manufacturer narrative:
A steris technician inspected the system 1e processor and found a corroded fitting. The technician observed that this was a non-system 1e fitting. This had been done at the time of initial installation of the system 1e. The system 1e processor was repaired, tested and placed back into service; no further issues have been reported. The service technician who installed this fitting has received training on the proper installation of the processor and water connections and has been advised to use only system 1e components.